Manufacturer narrative:
This report is based on information provided by philips field authorized service provider and has been investigated by the philips complaint handling team. The authorized service provider (asp) evaluated the device and did not observe the reported malfunction; however, the customer requested device usage consultation, which was provided. The device is fully functional. The customer provided the device use instruction.

Event description:
Philips received a complaint on the heartstart mrx als monitor indicating the reported error. There was no patient involvement.